Event description:
Reporter stated that pt has been hospitalized on two occasions due to high blood glucose. 1st incident occurred around april or may of 2003 and the 2nd incident occurred around 9/2003. The first incident involved the pt being treated (for high blood glucose) with IV fluids in the ER for 5-6 hours. The second incident involved the pt being diagnosed with diabetic ketoacidosis (blood glucose=450 mg/dl) -- treatment received: IV insulin.